Event description:
It was reported that, when the carrier was removed, much of the silicone adhesive of a opsite flexifix gentle 10cmx5m was removed with the carrier and did not remain on the film, so it could not be used. A backup was available. No delay was reported. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal reference number: (B)(4).